Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported the patient experienced episodic events of diaphoresis and increased tone to the lower extremities (le) which persisted typically after activity. The patient was scheduled for a catheter replacement on (B)(6) 2019 and upon opening the pump pocket, pink tinged fluid was noted. Cultures of fluid and tissue were sent to pathology and a complete system explant was performed. At the time of report the hcp was awaiting culture results. No further complications were reported or anticipated.